Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted to a (B)(6) patient via vp-shunt in 2015 (doi and the initial setting were unk). The valve¿s function worked well for a while, but since (B)(6) 2016, the valve¿s pressure setting was not able to be adjusted. The patient¿s condition didn¿t get worse, so the condition was monitored for a while. However, the slit ventricle symptom was appeared, so the valve was removed from the patient on (B)(6) 2017. A new certas valve was implanted for revision (the article number, doi and the initial setting were unk). The surgeon commented that MRI was shot on last (B)(6) at another hospital, and this caused the dysfunction of the pressure adjustment system. Also, it was confirmed that pressure was decreased to 3 to 4 cm after the MRI examination. There is no further information provided by the hospital.

Manufacturer narrative:
Corrected UDI: (B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 30mmh2o. The valve was hydrated. The valve was visually inspected: biological debris was noted inside the valve mechanism. The valve was tested for programming with programmer 82-3126 with serial number (B)(4) and programmer 82-3190 with serial number (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks noted. The valve was reflux tested, the valve failed the test. The valve was dried. The valve was then pressure tested at 30mmh2o, failed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3113, with lot crbdbw, conformed to the specifications when released to stock in 10th march 2014. The root cause for the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.